Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio which was confirmed and reproduced at power up. The cause was found to be a failed speaker. The rear case including the failed speaker was replaced. Additional information: (not audible alarm).

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The initial reporter has been corrected.